Event description:
It was reported that the patient's device was registering high impedance. It was later found that both normal mode diagnostics and system diagnostics registered high impedance. The physician disabled the device. X-rays were taken and sent to the manufacturer for review, which was not able to identify any obvious anomalies that could have contributed to the high impedance. However, not all of the lead was able to be assessed as part of the lead body was routed behind the generator. The physician currently plans to have the patient's device replaced for the issue, but the surgery has not yet taken place.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.